Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products is identified.

Event description:
It was reported that approximately six days post port placement, the device allegedly had a subcutaneous leakage and catheter tip malposition near the insertion site. Reportedly the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with attached groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. Multiple punctures were observed on the port septum. No anomalies were noted to the catheter segment. The port body with attached catheter segment was patent to infusion and aspiration with no issue. However, the investigation is inconclusive for the reported fluid leak and catheter tip malposition as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2. H10: g4. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six days post port placement, the device allegedly had a subcutaneous leakage and catheter tip malposition near the insertion site. Reportedly the port system was removed. There was no reported patient injury.